Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center had no endoscopic image output when a 180 series scope was used due to printed circuit board failure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, it¿s likely, that the reported issue occurred, due to a faulty circuit board. However, the specific root cause of the faulty circuit board cannot be determined. Olympus will continue to monitor field performance for this device.